Event description:
It was reported that patient presented with sporadic premature ventricular contractions and valve regurgitation. It was suspected that the implant location of the patient's right ventricular leadless pacemaker (lp) led to the arrhythmia and valve issues due to the device's docking button coming into contact with the ventricular wall. The lp was explanted and then reimplanted in a new location. Patient was stable